Manufacturer narrative:
Updated data: d. Suspect medical device: expiration date, lot #, UDI# h4. H6. The dcs was discarded by the facility. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during the attempted implant of this medtronic transcatheter aortic bioprosthetic valve, temporary transvenous pacing was inserted via the right internal jugular vein for back up pacing. Primary vascular access was achieved by the right femoral artery (rfa) and a 14fr non-medtronic (cook medical) dilator was used. A non-medtronic (boston scientific safari s) guidewire was inserted followed by the medtronic 14fr delivery catheter system (dcs) through the inline sheath. Following insertion of the dcs transient complete heart block (chb) was noted. The dcs and loaded valve were advanced through the patient. Upon the first deployment attempt, the implant depth of the valve was too shallow. The valve was recaptured into the dcs and re-positioned. Using the cusp overlap technique and commissure alignment, the valve was fully deployed on the second deployment at an implant depth of 2mm on the non-coronary cusp and 4mm on the left coronary cusp. Following implant, a transthoracic echocardiogram was performed and showed trace paravalvular leak. The dcs was withdrawn from the patient and the rfa was closed using two non-medtronic vascular closure systems (abbott perclose). The patient remained dependent on temporary pacing with chb. The patient was transferred to the intensive care unit. No further information was reported.

Manufacturer narrative:
*Select patient information cannot be included in the regulatory report due to regional privacy regulations. * d. Suspect medical device d4 lot # was not reported; therefore, the manufacturing date, use by date, and UDI # are unknown. This is a system report; section d information references the main component of the system which was in use with the following device and a contributing factor to the adverse events: medtronic product brand name: evolut fx plus valve; product ID: evfxplus-29; (serial: (B)(6); manufactured date: 2025-03-27; use by date: 2027-03-27; UDI: (B)(4); implant date: (B)(6) 2025; FDA site ID: 9617601 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: non-medtronic product ID: 14fr cook medical dilator; lot: unknown non-medtronic product ID: boston scientific safari s guidewire; lot: unknown non-medtronic product ID: two abbott perclose vascular closure systems; lot: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during the attempted implant of this medtronic transcatheter aortic bioprosthetic valve, temporary transvenous pacing was inserted via the right internal jugular vein for back up pacing. Primary vascular access was achieved by the right femoral artery (rfa) and a 14fr non-medtronic (cook medical) dilator was used. A non-medtronic (boston scientific safari s) guidewire was inserted followed by the medtronic 14fr delivery catheter system (dcs) through the inline sheath. Following insertion of the dcs transient complete heart block (chb) was noted. The dcs and loaded valve were advanced through the patient. Upon the first deployment attempt, the implant depth of the valve was too shallow. The valve was recaptured into the dcs and re-positioned. Using the cusp overlap technique and commissure alignment, the valve was fully deployed on the second deployment at an implant depth of 2mm on the non-coronary cusp and 4mm on the left coronary cusp. Following implant, a transthoracic echocardiogram was performed and showed trace paravalvular leak. The dcs was withdrawn from the patient and the rfa was closed using two non-medtronic vascular closure systems (abbott perclose). The patient remained dependent on temporary pacing with chb. The patient was transferred to the intensive care unit. No further information was reported.

Manufacturer narrative:
Updated data: b5: a second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during the attempted implant of this medtronic transcatheter aortic bioprosthetic valve, temporary transvenous pacing was inserted via the right internal jugular vein for back up pacing. Primary vascular access was achieved by the right femoral artery (rfa) and a 14fr non-medtronic (cook medical) dilator was used. A non-medtronic (boston scientific safari s) guidewire was inserted followed by the medtronic 14fr delivery catheter system (dcs) through the inline sheath. Following insertion of the dcs transient complete heart block (chb) was noted. The dcs and loaded valve were advanced through the patient. Upon the first deployment attempt, the implant depth of the valve was too shallow. The valve was recaptured into the dcs and re-positioned. Using the cusp overlap technique and commissure alignment, the valve was fully deployed on the second deployment at an implant depth of 2mm on the non-coronary cusp and 4mm on the left coronary cusp. Following implant, a transthoracic echocardiogram was performed and showed trace paravalvular leak. The dcs was withdrawn from the patient and the rfa was closed using two non-medtronic vascular closure systems (abbott perclose). The patient remained dependent on temporary pacing with chb. The patient was transferred to the intensive care unit. No further information was reported. Additional information was received to report a permanent pacemaker was implanted on the first post-operative day. The patient's hospitalization was not prolonged; the patient was discharged the same day as the permanent pacemaker implant.